Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The patient medical history received states that the patient has glaucoma. Sulcoflex aspheric 653l iol implantation was combined with "trabeculectomy" and express valve implantation. Implantation was performed on (B)(6) 2013. Rayner ifus contraindicate "active ocular diseases" and "corneal decompensation or endothelial insufficiency". The patient is reported not to have undergone any additional procedures post-operatively. However, still uses the following topical medications in the affected eye - lumigan, cosopt and alphagan purite. Opacification was observed on (B)(6) 2021 resulting in a reduction in patient vision from 0.9 to 0.4. Opacification is localised to the sulcoflex iol. The primary capsular bag lens is unaffected. The lens was explanted on an unknown date post-operatively and was returned to rayner for analysis. The explanted lens was sent to a third-party independent laboratory to undergo structural and ultrastructural analysis (scanning electron microscopy (sem) and energy-dispersive x-ray spectroscopy (eds)). Analysis was completed on 11th june 2021. Elemental analysis of the subject iol, and its inspection under high magnification concluded that there was no evidence of calcium phosphate mineral deposition on the lens. Only carbon and oxygen of the base lens polymer, nacl from the saline, and silicone attributable with oven drying process were detected. The iol analysis concludes that there is no calcification of the iol. It is not possible from the analysis performed to determine the root cause of the deposits observed on the lens by the healthcare facility. No device problem found/no problem detected.

Event description:
On 26th january 2021, rayner intraocular lenses limited received notification from its south african distributor of an event that occurred some years after implantation of a supplementary sulcoflex aspheric 653l iol. The event description provided states that significant opacification of the iol was observed on (B)(6) 2021 resulting in a reduction in the patient's vision. Note: sulcoflex aspheric 653l is not available in the us. However, as it is manufactured from the same material (hydrophilic acrylic) as models available on the market in the us the event is being reported to FDA.

Manufacturer narrative:
The reference c20158 has been allocated to this case by rayner. The patient medical history received states that the patient has glaucoma. Sulcoflex aspheric 653l iol implantation was combined with trabeculectomy and express valve implantation. Implantation was performed on (B)(6) 2013. The patient is reported not to have undergone any additional procedures post-operatively; however, still uses the following topical medications in the affected eye - lumigan, cosopt and alphagan purite. Opacification was observed on (B)(6) 2021 resulting in a reduction in patient vision from 0.9 to 0.4. Opacification is localised to the sulcoflex iol. The primary capsular bag lens is unaffected. The healthcare facility plans to explant the sulcoflex aspheric 653l iol. Rayner has requested that the lens be retained and returned for analysis. Rayner ifus contraindicate "corneal decompensation or endothelial insufficiency".

Event description:
On 26th january 2021, rayner intraocular lenses limited received notification from its (B)(6) distributor of an event that occurred some years after implantation of a supplementary sulcoflex aspheric 653l iol. The event description provided states that significant opacification of the iol was observed on (B)(6) 2021 resulting in a reduction in the patient's vision. Note: sulcoflex aspheric 653l is not available in the us; however, as it is manufactured from the same material (hydrophilic acrylic) as models available on the market in the us the event is being reported to FDA.